Event description:
It was reported whom the other pumps belonged too. This information will be captured in the manufacturing reports as follows: 3004209178-2016-19543, 3004209178-2016-19585, 3004209178-2016-21474, and 3004209178-2016-20321.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving a dose of 650mcg/day a concentration of 2000mcg/ml of fentanyl via an implantable infusion pump for non-malignant and other chronic/intract pain (trunk/limbs). Con stated that her healthcare provider (hcp) told her that this is the fourth pump that has gone bad and out in the last three months. Con doesn¿t know who these other patients are. Con has no other information on these pumps or who they belong to, just that her hcp told her this. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.